Manufacturer narrative:
Sections a1, b5, d1, d2, d4 and d6a: updated with additional information. Section d7, g8, h5 and h8: updated with corrected information. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- 00748.

Event description:
A health care professional reported that the event involved a calculation error when performing medication dosage calculations prior to priming the pump. The incorrectly calculated information was then programmed into the pump, and the physician believes the patient's symptoms are due to this calculation error. It was reported that there was no product malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that faulty pump programming with priming the pump led to the patient developing withdrawal syndrome. The drug in the pump at the time was morphine. The patient was admitted to the hospital for pump reprogramming and to be monitored.